Event description:
It was reported by the sales rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon was using the grasper and & ungrasped the gall bladder 2-3 times. The grasper broke where the spring is. No pieces fell off of the device so no pieces needed to be retrieved. Another was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50735. Ees #.982082/symbiosis. H6; broken staple/no conclusion. Endopath m/a grasper: the analysis results confirmed that the instrument was returned non-functional. The instrument was returned with two broken staples. The first staples hardness was tested and was found to be within design specification. The second staples hardness was tested and was found to be below design specification. The distal assembly was dissected and examined with a 20x microscope. Stress marks were noted on the staple, end effectors, and in the pushrod hole area. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and co has documented the reported circumstances and analysis results.